Manufacturer narrative:
(B)(4). Additional concomitant medical products: nkii femoral, catalog #: 630700021, lot #: 61643564; nkii cemented tibial baseplate, catalog #: 642001210, lot #: 61581026; nkii poly patella, catalog #: 630107101, lot #: 61753037. Customer has indicated product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06211, 0001822565-2018-06212, 0001822565-2018-06213, 0001822565-2018-06214. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported that patient underwent right total knee arthroplasty. Subsequently, patient experienced superficial wound infection within three weeks post-op and underwent an irrigation and debridement.

Manufacturer narrative:
Reported event was confirmed by review of post-operative notes received. During the first follow up visit, the notes state the patient was having right knee pain and found incision benign and tender. The second follow up visit stated superficial wound infection of right tka and swelling and limping. Incision and drainage were performed on the wound infection.. Device history record was reviewed and no discrepancies were found. Per package insert, the infection is a known adverse effect of this procedure. Also, single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.